Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section b5 updated to include the sample ids provided by the customer.section b5 patient #1 updated to sample ID (B)(6) and patient #3 updated to sample ID (B)(6).

Event description:
The customer observed falsely elevated platelet results for several patients on a cell-dyn emerald analyzer. The following data was provided (customer¿s reference range is 130-440 10e3/ul): sample ID (B)(6) initial result was 1214, repeated on a siemens analyzer was 437 10e3/ul. Sample ID (B)(6) initial result was 908, repeated on a siemens analyzer was 308 10e3/ul. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated platelet results generated on the cell-dyn emerald analyzer, serial number (B)(6), when compared to results from a siemens analyzer, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the product. Return testing was not completed as returns were not available. The cell-dyn emerald 22 al does not have limits factory set. It is the responsibility of each laboratory to determine limit sets appropriate for its patient population. It was noted that the customer did not set up the limits, therefore, they did not receive any flags. The issue was resolved by performing back flush on the instrument. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the cell-dyn emerald analyzer, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated platelet results for several patients on a cell-dyn emerald analyzer. The following data was provided (customer¿s reference range is (B)(6). There was no impact to patient management reported.